Event description:
Mitral valve clip on (B)(6) 2023 was successful. Valve clip failed on (B)(6) 2023 requiring me to be placed on a heart pump for 5 days, a repeat surgery and a total of 20 days of hospitalization. Second clip was not as successful, leaving me with a moderate/severe leak of the mitral valve. This causes extreme shortness of breath when walking and inability to walk any short distance without resting. I am no longer able to bath or dress unassisted. In short, I am in worse shape than I was prior to the first mitral valve clip on (B)(6) 2023. Reference report: #mw5149750.